Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message upon scanning the adc freestyle libre 2 sensor. As a result, she was unable to obtain readings and experienced unspecified symptoms of hypoglycemia and loss of consciousness. The customer reported unspecified self-treatment and no third-party intervention was required. There was no report of death or permanent injury associated with this event.